Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. No reset alarm, unexpected beeps or blank display noted. Unable to perform unexpected restart test, due to unresponsive buttons. Insulin pump had a cracked case on display window corner and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error and buttons are not unresponsive. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.